Manufacturer narrative:
Investigation confirmed device worked as expected during test. All simulated tests were completed without any issues.

Event description:
User reported that they were unable to regulate flow to the patient and that the flow did not meet the expected flow rate. The device was replaced during the case.